Event description:
Physician later confirmed that calcifications were related to "breast tissue." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture, "lobulated contours", "calcifications", "pain" and seroma. The device remains implanted. Patient was treated with drainage to alleviate pain.

Manufacturer narrative:
The event of capsular contracture (grade unknown) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (grade unknown).

Event description:
Later health care professional reported capsular contracture baker grade unknown.

Event description:
Patient representative reported swelling and inflammation. One month following ultrasound detection of rupture, patient had "labor difficulties due to carpal tunnel syndrome." Approximately 4 months following, another puncture was performed due to "exposed gel through rupture" and "255 ml of secretion was removed." The device was explanted 2 weeks later and found "intact and without ruptures." Initial anatomopathological examination showed no abnormality but repeat examination, performed one month later, was compatible with bia-alcl due to "atypical cells, "mural fibro hyalinization, necrosis, foamy macrophages and multinucleated giant cells" (granuloma). Immunohistochemistry results confirmed presence of anaplastic large cell lymphoma "in the innermost layer of the capsule removed" with markers of cd30 "strong positive in cell that infiltrates the outer surface of the periprosthetic wall" and alk negative. Other markers included cd3 positive, cd20 positive, and cd68 positive. "Surgical procedure was performed 10 days following immunohistochemistry results "to remove the reminiscent portion of the capsule" and research of capsule removed found "presence of altered lymphocytes," patient developed depression and anxiety awaiting results which required "psychiatric monitoring with the use of medications." Status of symptom resolution was not reported. The event of "labor difficulties due to carpel tunnel syndrome" and depression were unrelated to the breast implant." Other, unrelated events detected via chest CT (following explant) included "changes in the stomach and herniation of the esophageal hiatus" and "nodule..lower segment of the tongue.".

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r. Additional, changed, or corrected data: b.5, b.6, b.7, d.7, g.1, g.3, h.6, h.7, h.9. The events of granuloma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.